Event description:
The therapist had finished treatment with no accessory interlock. The last field for this patient was with the gantry angle at 106 degrees, the collimator at 5 degrees with a 45 degree wedge. The therapist was in the room lowering couch and moving the gantry "up" to zero for the next patient. This information was taken from the therapist after reviewing the patient's charts. While turning gantry, the 45 degree wedge fell out and hit the floor. The collimator angle at the time of this event is not known. There were no injuries involved.

Manufacturer narrative:
Actual device involved in the incident was evaluated. Though still under investigation, varian has determined that a MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.